Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump display was off, and it was making a squeaking sound. Per reporter, the batteries were removed and reinserted, but the pump did not power on, so new batteries were inserted but the issue was not resolved. The patient was redirected to the clinic. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.